Event description:
It was reported the epg (external pulse generator) shuts itself down after running for a few minutes. The leds are still lit, but there is no display, and when "off" is pressed once, it turns off. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit (pc) board was out of specification. It was also noted that the upper and lower cases were broken and contaminated, two side bail covers were broken, the battery contacts were compressed and two side bails were missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit (pc) board was out of specification. It was also noted that the upper and lower cases were broken and contaminated, two side bail covers were broken, the battery contacts were compressed and two side bails were missing. A detailed analysis of the main pc board was performed. This analysis found that a linear regulator integrated circuit component was out of specification. This component caused the reported behavior, thus the reported event was further confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.